Event description:
Complaint alleged that during a routine shift check of the device by a clinician, the unit displayed a "bridge test fail" message, when the 30 joule shift test was performed. The complaint indicated that there was no patient involvement in the reported malfunction.